Event description:
It was reported the stimulation was turning off. The implantable neurostimulator (ins) on the left side was working fine but the ins on the right side had unintentionally turned off. The patient noticed a return of symptoms and when they checked the ins with the patient programmer it indicated on. The clinician checked the patient last april and the patient had one episode since (B)(6). They would charge every 1-2 weeks. They checked the ins daily and it indicated the ins was on even though they had a return of symptoms. Since they had a return of symptoms they checked the right ins and it indicated that it was off so they turned the ins back on but it took about a week to slowly increase the amplitude back to normal. When the doctor checked the history with the clinician programmer it showed it was off from 2014 (B)(6). The family had checked the ins during that time with the patient programmer and it showed the ins was on. The impedances were checked: 0-c 1024, 1-c 1543, 2-c 1134, 3-c 1044, 0-1 1594, 0-2 1594, 0-3 1608, 1-2 1677, 1-3 1976, and 2-13 1314. The impedances appeared normal. The problem of turning off had happened shortly after the implant but they were told it was the recharger that turned the ins off. They had reprogrammed the recharger. The recharger off button was disabled ¿as it should be.¿ on (B)(6) 2014 when it turned off the programmer it showed low battery. The patient had charged on (B)(6) 2014 but it still stayed off but the patient¿s remote showed it was on. They would always check the left side first. There had been about 5-7 times that the problem occurred. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a 50% or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. The patient had symptoms of neck pulling and facial/lip pulling which was not responsive to the deep brain stimulator (dbs) and for those symptoms the patient received botox injections. The patient performed recharging every few weeks for about 4 hours while he slept. The patient had a history of troublesome unexplained device ¿offs¿ with the right ins. When the dbs was reactivated the patient had significant pulling sensations. They had required emergency room visits in the past to slowly adjust the dbs voltage back up. Since the patient¿s last visit on (B)(6) 2014, they had one unintentional off with the right ins. They checked the dbs on an almost weekly basis with his patient remote and would have an indicator that his dbs was on one day prior but then he had increased back pain, migraines, and dystonic movements. He would check the dbs and it was off. They estimated that the dbs had been off for 24 hours. The device was reviewed on the day of report. On (B)(6) 2014 at 9:30am the right ins was off and at that time the programmer indicated that the battery status was low and it remained off. On (B)(6) 2014, the battery no longer read low but the device remained off. The device was reactivated on 2014-aug-21 at 11:00pm. When the dbs was reactivated the patient had increased pulling and movement that was uncomfortable. They required for the voltage to be decreased to 0 volts and then the voltage was increased slowly to get back to his therapeutic setting of 3.7v. It took about one week to get their settings back up. During that time the patient had difficulty eating and swallowing and had weight loss as a result. The patient was eating again and had regained the weight at the time of report. The impedances for both dbss were normal. The problem was with the right ins. The patient would typically first charge the left ins and would not turn the charger off and then would switch over to the right ins and charge. The recharging remote through the process would show the device was on. The recharger remote also used to have the capability to turn the dbs off but that was deactivated. They had checked with the patient remote 4-5 times during the time the dbs was actually off and the remote always stated ¿on¿. In clinic on the day of report it was confirmed that when they tried to turn the device off with the recharging remote, they confirmed with the clinician programmer that the ins was still activated. They thought it was possible that switching between the inss without turning the recharging system off could cause the subsequent ins to deactivate while the remote would still show that it was on as it was actually communicating via telemetry with the previous ins. The patient¿s next appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v011138, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6);product type extension product ID 64001, lot# n251181, implanted: 2011 (B)(6); product type adapter product ID 3387-40, lot# j0214131v, implanted: 2002 (B)(6); product type lead product ID 7495lz66, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 64001, lot# n251185, implanted: 2011 (B)(6); product type adapter. (B)(4).